Event description:
It was reported that the right ventricular lead exhibited noise. The lead was extracted and replaced successfully. The patient was discharged from the hospital on the same day. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).